Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited false episodes of cardiac pauses due to intermittent undersensing on the ventricular channel. Programming changes were recommended. There were no adverse consequences to the patient.

Event description:
New information received stated that the recommended programming changes were completed on (B)(6) 2020. No further incident was reported.